Event description:
The customer reported cleaner solution leaked under the white blood cell (wbc) bath, within the instrument, involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and no erroneous results were released out of the laboratory. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed pinch valve vl12b, blue stripe tubing, had a hole. The fse replaced the tubing in pinch valve vl12b and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).